Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified mid left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilation. During the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen. There were numerous hypotube kinks. There was a 11mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).